Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j93126004, implanted: (B)(6) 1994, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen 500 mcg/ml (dose 25.16 mcg/day) via an implanted pump. The patient's "old' drug was listed as intrathecal baclofen 500 mcg/ml (dose over 200 mcg/day). The pump's indication for use (IFU) was listed as multiple sclerosis and intractable spasticity. In the past the patient had suffered withdrawal; stating that the tubing came unattached. One of the times they could not get anyone to believe the patient's symptoms (see manufacturer's report # 3007566237-2015-02753 for other time). The event date was unknown. Additional information has been requested, but was not available as of the date of this report.